Event description:
It was reported that, during a tvt procedure, the tape pulled off the needle when the needle was passed through the tissue. The physician withdrew the tape by the entry port and was able to put it back in place. Subsequently, the physician discovered that the shrink band (collar) was retained in the pt. The physician performed a laparotomy with wide dissection of the detrusor in an attempted retrieval. The physician was unable to retrieve the shrink band (collar).